Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported a shocking that could be related to a fall. The patient fell out of bed in (B)(6) 2015. Sometimes when walking they got a little shock where the implant was in back. Sometimes the site where the implant was located it was tender. They had to turn it up to 2.50 on both sides. This started in the middle of (B)(6). The doctor was working on their neck from having an accident in 2011. They had injections until this device was placed in their back. Monday the patient had another injection on the right side where the implant was to try and relieve pain. The pain in the neck started in (B)(6) 2015. The shocking where the implantable neurostimulator (ins) is located was on (B)(6) 2015, the same month where the patient fell out of bed. Other relevant medical history includes non-malignant pain, other chronic/intract pain (trunk/limbs), and radicular pain syndrome (radiculopathies). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.